Event description:
It was reported that during an arthroscopy the anchor body detached. It is unknown if a back up device was available or if a delay was caused by the device malfunction. No patient injuries were reported.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Unexpected bone condition/density. 3. Shallow prep hole. 4. Loss of axial alignment before completed insertion. 5. Unintended separation of anchor from inserter. 6. Unintended damage. Per IFU 10600584: ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ per instructions for use, prep instrument for normal bone conditions is a 3.8mm straight awl. The product met predetermined specifications upon release to distribution.